Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and anemia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient was admitted to hospital on (B)(6) 2015 after his routine laboratory results revealed severe anemia, a subtherapeutic international normalized ratio (inr) and elevated creatinine levels (when compared to the patient's baseline of 1.9-2.1). At the time of this event, the patient was asymptomatic. The patient was treated with the transfusion of two units of packed cells. It appears that the patient's coumadin was continued according to their pharmacy department. The nephrology service was consulted and the patient's diuretics reduced since the patient was thought to be euvolemic and nearly dry. The patient's stool was noted to be negative for occult blood (ob). His hemoglobin and hematocrit stabilized with normal reticulocytes and haptoglobin levels. The patient was started on epogen while hospitalized and his coumadin dose adjusted. The patient's creatinine level improved mildly and the patient's lasix dose adjusted prior to his discharge home. The site made plans to follow up with the patient for laboratory re-draws on (B)(6) 2015.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities, the progression of the patient's underlying condition and issues with the management of therapeutic anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.